Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the touchscreen for the cardiosave intra-aortic balloon pump (iabp) was unresponsive. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The full name of the initial reporter named in block e1 is (B)(6). He is a getinge employee with different contact details from that of the event site which are as follows: (B)(6).

Manufacturer narrative:
The stm replaced the video generator board to resolve the reported issue. Subsequently, the stm completed pm service and the iabp unit passed all performance and safety tests according to factory specifications. It was noted that the iabp unit involved is a sales demo unit and is not used for clinical use. The iabp unit was returned to the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the touchscreen for the cardiosave intra-aortic balloon pump (iabp) was unresponsive. There was no patient involvement, and no adverse event reported.